Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed. Secure implantable tachy lead it was reported that there was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed; mechanical tests performed; visual examination device performed; according to specifications device evaluated and alleged failure could not be duplicated oversensing.

Event description:
It was reported that there was oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.